Manufacturer narrative:
One 65 mm tacticath quartz contact force ablation catheter was received for evaluation. The catheter shaft had been bent between electrode rings 3 and 4, and the shaft material had been fractured at the location of the bend. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured shaft is consistent with damage during use.

Event description:
During the procedure, the device was fractured at the distal end. The catheter was exchanged to complete the procedure with no adverse patient consequences.